Event description:
Our affiliate reports that during an arthroscopic shoulder repair, a portion of the distal tip of the anchor inserter broke off into the anchor and remains therein captured in the bone. Although the fragment was not able to be retrieved, the procedure was concluded successfully without issue or harm to the patient. Devices have been discarded.

Manufacturer narrative:
Mitek is at this point in time in the information gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a follow-up report.